Manufacturer narrative:
An event regarding abnormal ion level involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: "(B)(6) 2015 op report "left total hip arthroplasty" diagnosis""left hip osteoarthritis" gen. Anesthesia/ post-lateral approach. "... 52 cup ... Size 8 stem ... Crack noted in calcar ... Dall-miles cable around proximal femur ... +12 femoral neck ... Patient tolerated procedure well ..." 28 head and x-3 insert. No clinical or pmh, no patient demographics, no imaging studies, no laboratory or pathology reports, no examination of explanted components, no revision operative report. Based upon the information available for review, neither confirmation of the event description nor preparation of a medical report is possible for this case." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the customer was inquiring if the reported device is subject to a recall. Based on the review, none of these reported products have been involved in a recall. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, clinical or patient medical history (pmh), patient demographics, imaging studies, laboratory or pathology reports, and examination of explanted components are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral on her left hip on or about (B)(6) 2015 and the femoral head was explanted on (B)(6) 2019. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral on her left hip on or about (B)(6) 2015 and the femoral head was explanted on (B)(6) 2019. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.